Event description:
It was reported that the atrial lead dislodged post operatively and was revised and placed back in the right atrium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: a7700-22 mechanical valve, implanted: (B)(6) 1996. Product ID: m7700-29 mechanical valve, implanted: (B)(6) 1996. (B)(4).